Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side "intracapsular rupture", "calcifications", "lymph nodes in the axillary extensions" and "simple cysts." Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2 , a.4 , a.6 , b.3 , b.5 , d.6a , d.6b.